Event description:
It was reported that there was a discrepancy between the data on the programmer and in the application. The application is showing fast ventricular tachycardia zone on when the programmer data shows it off. Technical services provided assistance in resolving the issue, and will escalate the event for further investigation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.